Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states that his neighbor has a m91 and the rubber around the joystick is tore up, in which causes the joystick to not stop the chair properly.